Manufacturer narrative:
Further investigation results: with the information collected during the investigation, there is enough evidence to support that device lot number 2305794 was manufactured under controlled conditions in accordance with allergan medical procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii and "biofilm". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: the weight the device within specification, fold, wear abrasion and deformation. Cloudiness was observed in the gel after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The events of capsular contracture and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii and "biofilm". Device has been explanted.